Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a low battery alert even after changing the battery 5 times, and a battery failed alarm too. The customer received a replace battery alert. The customer experienced hyperglycemia. The event involved product(s) mmt-7040a, mmt-1884,mmt-431ag, and mmt-342g.troubleshooting was performed for the replace battery alert, and this was the an alarm in less than 8 hours after the low battery warning. Troubleshooting was performed for the low battery alarm, and the replace battery was found in the alarm history. Troubleshooting was performed for the battery failed alarm, and no damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Troubleshooting was performed for the power loss alarm, and the customer was able to clear alarm. Alarm didn't recur after inserting a new battery or recurring alarms were not identified in alarm history. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884,mmt-431ag, and mmt-342g.